Manufacturer narrative:
Evaluation of the returned pod6 revealed offset coil winds on its embolization coil. If the device is forcefully advanced against resistance damage such as this may occur. The resistance was likely contributed by the damaged non-penumbra microcatheter which was used in the procedure. Further evaluation of the device revealed a pusher assembly kink. Based on the location of the kink, this damage was likely incidental to the complaint. The pod6 was unable to be advanced from its returned position due to the pusher assembly kink and functional testing could not be performed. Evaluation of the returned non-penumbra microcatheter revealed a kink in its mid-shaft and an ovalization in its distal shaft. The root cause of the damages could not be determined. The kink in the mid-shaft likely contributed to the reported resistance experienced during the procedure. During functional testing, a demonstration pod6 was attempted to advance into the non-penumbra catheter and resistance was encountered due to the kink in its mis-shaft and the pod6 could not be advanced through the non-penumbra catheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a non-penumbra microcatheter, and a non-penumbra guide catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted two pod coils into the target location. While advancing the next pod coil in the middle of the microcatheter, resistance was encountered. Therefore, the pod coil was removed. The procedure was completed using fifteen non-penumbra coils and a new microcatheter. There was no report of an adverse effect to the patient.